Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿total hip arthroplasty in teenagers: an alternative to hip arthrodesis¿ by nirav k. Patel, et al, published by hip international (2012), vol. 22, no. 06, pp. 621-627, was reviewed. The aim of this study was to report on the survivorship, clinical and radiological outcomes of contemporary tha in teenagers implanted between 2006-2011 at short to intermediate term follow-up. All patients had failed non-operative management due to debilitating pain, difficulty with activities of daily living and limited mobility requiring a wheelchair or two crutches. This study included competitor and depuy components. Implanted depuy products: 7 pinnacle/corail thas with either a cop or mop articulating surfaces. 3 thas included a competitor stem and femoral head with a pinnacle bantam sup and liner. 1 corail stem was paired with a competitor cup, liner, and head combination. The remaining implants were competitor products. Results: the results included were not identified by specific manufacturer. The number of depuy products associated with the following events is unknown. 1 dislocation treated with femoral head exchange. 1 sciatic nerve pain treated with revision of the femoral head. 1 dislocation treated with closed reduction. 1 sciatic nerve palsy treated with a foot drop splint. There was complete resolution within a few months. 1 case of pain and trochanteric bursitis treated with local steroid injections and physical therapy. 1 case of gluteal tendinopathy treated with physical therapy. 1 case of acetabular loosening and radiolucent lines identified on serial radiographs. There was no treatment required. 2 cases of grade 1 heterotopic ossification- no treatment required. Captured in this complaint: pinnacle cup: implant loosening. Acetabular liner: implant dislocation. Femoral head: implant dislocation. Femoral stem: no reported product problem. Patient harms: joint dislocation, nerve injury, pain, surgical intervention, medical device removal, bursitis, inadequate osseointegration, extraskeletal ossification, tendon injury.